Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over to the station. A technical support specialist confirmed that the order identity was not displayed at the station as the initial message was associated with the care unit, the second order was not received in server upon request for hl7 details, it was confirmed that the order had been routed to the pharmacy. Another order was created but subsequently discontinued due to identical start and end times; the customer noted that the order only appeared after performing an unload and reload of the medication in the station. Review of messages and identified an error code indicating a processing failure due to a missing component type for that patients order, which resulted in the orders not displaying at the station. The customer later identified and corrected the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es orders were not crossing from the pis; however, not all orders were affected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.